Event description:
It was reported that the ilet screen was found cracked and the device was not usable, preventing the scheduled supply change; the caregiver believed it was likely knocked over, and the device had been synced prior to shutdown. Symptoms included no injury and no reported glycemic symptoms. Outcomes included temporary interruption of ilet use and transition to backup therapy. Investigation included a review of the reported physical damage to the user interface/display and confirmation of replacement logistics. Investigation of this case revealed device damage consistent with external impact to the display, with no alerts or alarms reported and no additional component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external forces.